Event description:
The customer reported that there was an intermittent issue during a procedure; the image turned white.

Manufacturer narrative:
(B)(4). When investigation is completed a f/u report will be sent to the FDA.